Event description:
For treatment of fracture, locking plate was implanted. It broke in half 3 months later without full weight bearing. Required additional surgery for removal & antoher implantable along with prolonged disability.